Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the device cracked on the bottom case and right plunger case. A review of the pump history log found a motor rate error. An occlusion test was performed and the motor rate error was replicated. It was observed that white teflon flakes and dirty grease were found on worm coupling facets, indicating abnormal wear. Based on the evidence, the root cause was attributed to a design issue.